Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for spinal pain. The pump contained fentanyl with an unknown concentration and dose. It was reported the patient had a pump refill on (B)(6) 2017, and approximately a couple days later, the patient was hospitalized with a fever. At some point, the pump was programmed to stopped pump mode. The representative had no further history at that time. It was unknown if the change in therapy/symptoms was considered sudden or gradual. The patient was currently hospitalized at the time of the call. No further patient complications were reported. Additional information was received from the consumer on (B)(6) 2018. It was reported that the patient was in a nursing home facility. The consumer confirmed that the patient was not showing any withdrawal symptoms. However, the consumer was unsure if the patient's pump was on or off and was requesting a manufacturer's representative to check the patient's pump. No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional via the manufacturer representative (rep). It was reported that patient had the flu and it was not related to pump refill or medication in pump. Pump was never stopped according to pump logs. According to patient's wife, patient recovered without and was doing well and with good pain relief. No further complications were reported.